Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for resetting the pump, which resolved the issue, and the caller was advised to continue using the pump and to call back if any malfunction code recurs.